Event description:
The nurse practitioner reported, that the low volume and no volume alarms never went off. The pump event logs show that the alarms occurred. An x-ray showed, that the catheter entered the spinal canal at l3 where it descended to l5-s1, coiled and ascended to l4-l5. The x-ray was compared to a prior and was determined to be stable. The pump reservoir was injected with dye. Imaging done 48 hours later showed that no radio nucleotide was seen extending through the catheter into the spine consistent with obstruction. The pump and catheter were explanted and replaced. It was reported that the catheter was found to be open and patent. Pump alarms were heard after explant. The pt outcome was reported as 'no injury, recovered without sequela'.

Manufacturer narrative:
On 02/10/2009, the pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.